Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine eri, decreased atrial lead impedance and capture issue were observed. The lead was capped and replaced on (B)(6) 2016. The patient was doing fine after the procedure.